Event description:
A company service representative received an email from a facility representative reporting a "bad" handpiece. During two cases, the handpiece "clogged" and both patients experienced corneal edema noted on post operative day 1. The surgeon suspects that the internal lumen surface of the handpiece had gotten scratched/pitted after a while so the lens material may have adhered and caused occlusions. In the surgeon's opinion, the handpiece will likely need to be replaced.

Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿ the customer reported a "bad" handpiece. During two cases, the handpiece "clogged" and both patients experienced corneal edema noted on post-operative day 1. The surgeon suspects that the internal lumen surface of the handpiece had gotten scratched and/or pitted after a while so the lens material may have adhered and caused occlusions. In the surgeon's opinion, the handpiece will likely need to be replaced. The customer did not have any information on the current status of the patients. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The handpiece directions of use (dfu) specifically indicate that the handpiece must be thoroughly cleaned and sterilized before initial use and immediately after and prior to each subsequent use. A warning is included in the handpiece directions for use (dfu): before each use, the handpiece and power cord should be inspected for damages (e.g. Nicks, crimps, dents, exposed wire). If the handpiece is damaged, it should be immediately removed from service. Use of damaged handpiece may result in serious permanent patient injury. The association of peri-operative registered nurses (aorn) guidelines for perioperative practice recommends ¿inspecting instruments and devices upon receipt and before processing in accordance with the manufacturer¿s written instructions for use (IFU) can help verify that there are no obvious defects and may prevent damaged or incorrectly functioning devices from being used in patient care¿.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available for investigation and will be picked up by the sales representative to return for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).